Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, implanted: (B)(6) 2022, product type: screening device. Product ID: 309201, lot#: unknown, implanted: (B)(6) 2022, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2022. It was reported that the patient stated they had a bad day today, especially at church. They felt like their symptoms were going down-hill, and that they were concerned they could have possibly disconnected or moved their leads. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No surgical intervention occurred.